Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to reseat and align the sample probe and to replace and align reagent probe 2 tip. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the film height, bleached the drains, replaced reagent probe 1 and 2, trimmed tubing and checked all alignments. Precision tests were run, resulting within range. The cause of the discordant, falsely low creatinine result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting as expected. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.